Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a (B)(6) female sustained a femoral shaft and neck fracture. Surgeon planned to insert expert a2fn with two hip screws and two distal static screws. Everything went smoothly initially, ø10mm l360mm a2fn right was opened, connected to insertion handle, tested of alignment of the hip screw, nail was inserted in. Then the surgeon tried to inserted the 3.2mm guide wire for the 6.5mm hip screw, but unable to get to the optimal position and in lateral view, the guide wire kept going posterior. Surgeon tried to insert the nail further, also adjust the nail to aim the guide wire in more center position in lateral view. Surgeon realized the nail was slightly over inserted, nail needed to be backed out for two hip screws to go into the femoral neck. The nail was not coming out with the hammer guide and slap hammer connected to the insertion handle: connection to the nail and insertion handle was retightened. Surgeon tried to loosen the connection screw connecting the nail to insertion guide, and tightened again. The nail was still unable to back out. Guide wires for the hip screw were inserted, measured. Inferior guide wire was removed, followed by reaming: the reamer broke. The surgeon extended the incision to try to remove the broken drill bit. Broken drill bit was removed, and the surgeon was still unable to back out the nail. Another attempt to put in the hip screw guide wire, and drill with 4.5/6.5mm reamer was made. The second reamer broke. Both reamers were broke, another a2fn set were arranged to transfer to the hospital. While waiting, the surgeon removed the insertion handle, and tried to remove the nail with the extraction screw. Eventually it engaged and the nail was removed with help of the slap hammer. After inspection of the nail, drill mark was found on the nail, and the proximal part of the nail engaging the connecting screw and insertion handle had signs of wearing off. Another nail was opened (ø10mm l340mm right) and inserted. Two guide wires were inserted for the hip screw, while still waiting for the 4.5/6.5mm reamer, the surgeon inserted the distal static screws, after distal screws were inserted, and reaming was done after guide wire removal, and hip screws were inserted. The surgery was delayed for about an hour. This report is on a reamer that broke. This is 3 of 4 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned and the investigation is ongoing. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device by the complaint handling unit revealed at both reamers the entire tips with two different diameters are broken off. The broken off fragments are available for investigation. The drill bits show excessive damage and wear on all cutting edges and the entire flutes. Therefore the dimensions cannot be checked to the specifications anymore. Abrasive signs on both lateral holes end and broken reamer tip coincide and provide evidence that at the time of surgery the reamer was not in line with the nail hole. Without having the aiming arm and insertion handle at hand a final answer to functionality of the used instrumentation cannot be made. However, the degree of deformation and scratches support the application of excessive force during surgery. The technique guide states, quote: do not exert force on the aiming arm, protection sleeves, drill sleeves and trocars. This force may prevent accurate targeting through the proximal locking holes and damage the drill bits: end quote. It is also reported that the connection screw has been loosened and that there were attempts to manipulate the nail position intra-operatively. Not having all involved articles at hand, assessment of functional integrity is not possible .evident signs of excessive force that lead to the significant deformation indicate a misalignment of instruments/implants, also supported by written statements on the event provided by the customer. The root cause of the reported problem cannot be finally assessed due to the above stated reasons. The investigation determined that all involved articles got damaged during mechanical overloading situations and based on our investigations product related faults can be excluded.

Manufacturer narrative:
This device used for treatment and not diagnosis. Device was manufactured at orchid unique. The manufacturing documents were reviewed and no complaint related issues were found. No ncrs or other deviations are documented. The investigation is ongoing. Placeholder.